Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient had some bodily growth inside at t8 and t7 site and that was causing high impedance on some contacts on the paddle. As a result, surgical intervention was undertaken where in the system was explanted.